Manufacturer narrative:
Evaluation, conclusion: failure to follow instructions (device too large for vessel). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that the delivery system was inserted into the patient's body, but it was stuck at the level of the right common iliac artery. Despite repeated attempts, the device would not advance further. In an attempt to retract the delivery system the iliac artery was retracted along with the delivery system. The damaged blood vessel was reconstructed using blood vessel prosthesis and the event was resolved. The physician stated that the cause of the event was anatomy related (a 24-fr delivery system was inserted into a vessel that was approximately 7mm in diameter). A smaller valiant stent graft was successfully implanted to treat the patient for the thoracic aortic ulcer. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.